Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy where the cuff was. A new aus device was implanted. The patient was reported to be in good condition following the surgery. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of recurring incontinence and tissue atrophy were not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams 800 balloon, cuff, and pump were visually inspected and functionally tested. There were no leaks or damage during product analysis. Model number: 72400024. Lot number: 739046014. Model description: balloon fgs 61-70 cm. Model number: 72404127. Lot number: 722582003. Model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy where the cuff was. A new aus device was implanted. The patient was reported to be in good condition following the surgery. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.